Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The anti-hbs ii reagent lot number was 716600 with an expiration date of 31-jan-2025. Sample quality alarms were observed on the alarm trace data. From the image provided, the sample probe nozzle may have been contaminated with dried sample material. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
The initial reporter questioned positive results for 1 patient sample tested for elecsys anti-hbs ii (anti-hbs ii) on a cobas e 801 analytical unit. The initial result from the analyzer in question was 36.2 iu/l (positive). Due to the patient¿s history, the sample was repeated on a different analyzer and the result was 2.00 iu/l (negative) with a data flag. The customer repeated the sample on the analyzer in question and the result was 23.7 iu/l (positive). The negative result is believed to be correct.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The field application specialist (fas) checked a valve and the reagent, reservoir, and sample probes. The fas observed dirt on the sample probe. Qc was acceptable. The investigation is ongoing.